Event description:
It was reported that the patient's stimulation was supposed to cover bilateral leg pain, but in the past two months he had felt stimulation to the abdomen. The patient denied any falls, but reported that one time he was sitting and had crossed his leg and felt something unusual. Impedance measurements showed electrodes 2, 3, 4, and 7 above 10,000 ohms. An x-ray was scheduled, along with an hcp appointment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; recharger model 37754, serial# (B)(4); programmer model 37744, serial# (B)(4).